Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels ranging between 260-280mg/dl following supply changes. The customer's healthcare provider theorized that the elevated bg levels may be due to air bubbles in the infusion set tubing; no air bubbles were observed during these elevated bg levels. Correction boluses via the pump would be delivered to address the bg levels. Reportedly, approximately four hours after the supply changes the customer's bg levels will return to target after delivering the correction bolus. Recommendation was made to consult with their health care provider to discuss diabetes management.